Event description:
It was reported that the customer experienced high blood glucose readings of 394 mg/dl and stated that they have been treated with an insulin pen. Customer stated that they treated with the insulin pump and their blood glucose readings were 289 mg/dl in the morning after eating breakfast. Customer reported symptoms of feeling irritable and having headaches. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No delivery alarm was noted in the alarm history. The high pressure test was also performed and passed. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.